Event description:
In 1982, the pt was involved in a motorcycle accident. Unk products were implantd at that time and were removed in 1985. In 2/96, an osteotomy was performed to correct a "crooked" leg. At that time, a 95 degree dcs plate was implanted. In 10/96, a non-union was noted and a bone stimulator was used. In 11/96, the dcs plate was noted as broken. The plate was removed at that time.